Manufacturer narrative:
A sample from the patient was submitted for investigation.

Event description:
There was an allegation of questionable high results for multiple assays for one patient from cobas e 801 analytical unit serial number (B)(4). The results were reported outside of the laboratory and the doctor believed the results did not match the medical imaging results and questioned if there were interfering substances. Refer to the attachment to the medwatch for all patient data. Refer to the medwatches with the following patient identifiers for all involved assays: (B)(6) for the ca 15-3 assay. (B)(6)for the cea assay. (B)(6)for the cyfra 21-1 assay. (B)(6)for the ca19-9 assay. (B)(6)for the ca 125 assay. (B)(6) for the afp assay.

Manufacturer narrative:
Medwatch fields b3 and b6 were updated.

Manufacturer narrative:
The patient sample was investigated and no cause for the result discrepancies could be found. The customer¿s results were confirmed. No product issue was found and the reagent performed within specifications. A general reagent-related issue could be excluded. Medwatch fields a2, a3, and b6 were updated.